Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/24/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event date? (B)(6) 2027. Was the end-user a new user of this product? Or experienced user? If experienced ¿ another device? The surgeon was recently converted from vloc to stratafix. She had used the stitch a few times throughout the trial and in a few cases after. In relation to needle, what is the approximate location of suture breakage? They did not provide me with this information but from the details of their explanation I think it was in the middle of the cuff closure. Was the sales rep present during the procedure? No. What in the physicians opinion was the cause of the suture breakage? She is dissatisfied with the suture.

Event description:
It was reported that the patient underwent robotic assisted laparoscopic hysterectomy on (B)(6) 2017 and barbed suture was used to close the cuff. During the procedure, the suture broke. They pulled another stitch to complete the procedure. No additional information was provided.